Manufacturer narrative:
The device was returned intact and functional; upon return, the device gel was noted to be white/cloudy. The device weighed 2.4g over specification.

Event description:
Right-side capsular contracture, baker grade 3.

Manufacturer narrative:
The device was returned intact and functional; upon return, the device gel was noted to be white/cloudy. The device weighed 2.4g over specification.

Event description:
Right-side capsular contracture, baker grade 3.